Event description:
Customer reports the device read 900mg/dl on the compact plus meter. No action was taken based on device result. No adverse event reported. This result was not found in the device memory. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600 mg/dl. Information suggests issue was discovered in the home.

Manufacturer narrative:
Suspect device: compact plus meter.